Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced infusion set leakage event on (B)(6) 2025. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: netherlands. H11: since no lot number is available, a detailed investigation, tests or reference samples or batch review cannot be concluded. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6008629 have already been previously tested in the complaint (B)(4) on 27-jun- 2025. Test results: the reference samples were visually inspected and tested for flow and leak. All test results were within specifications as per the test report 2270282. Pdf attached in this record. Device history record (DHR) review: the lot 6008629 was manufactured according to the work instruction (wi) version 28 and packaging in the machine li19, on 27/aug/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 01/jul/2025 against malfunction code leakage from infusion site (specific cause not identified) and lot 6008629 and one more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.